Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: db-2201-45dc, serial #: (B)(4), description: lead kit 45cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced an infection at the ipg pocket site and temporal region. The symptoms were a nonhealing wound, pus, and redness. The patient was administered antibiotics and underwent an ipg explant procedure on (B)(6) 2019, and a lead explant procedure on (B)(6) 2019. The physician assessed the event was not device related.

Event description:
A report was received that the patient experienced an infection at the ipg pocket site and temporal region. The symptoms were a nonhealing wound, pus, and redness. The patient was administered antibiotics and underwent an ipg and lead extension explant procedure on (B)(6) 2019, and a lead explant procedure on (B)(6) 2019. The physician assessed the event was not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead, upn: m365db220145dc0, model: db-2201-45dc, serial: (B)(6), description: lead kit 45cm. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), lot: 7046110, description: 55cm 8 contact extension. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), lot: 7046110, description: 55cm 8 contact extension. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.